Event description:
Patient reported "difficulty swallowing food and fluid," "inflammation of the stomach lining," nausea, and the "bariatric stuff stopped, wasn't able to move down following an upper gi." Patient also reported a "h. Pylon" infection that has been treated with "3000 mg of antibiotic." Lap-band system remains implanted.

Manufacturer narrative:
(B)(4). The device remains implanted. Based upon the partial implant date provided by the reporter the connector type is assumed to be a taper ii. "Difficulty swallowing food and fluid," "inflammation of the stomach lining," nausea, and the "bariatric stuff stopped, wasn't able to move down following an upper gi" and "h. Pylon" are surgical/physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. No additional information has been reported to allergan regarding the serial number or actual implant date. Patient did not provide permission to contact their physician. Device labeling addresses the possible outcome of an infection as follows: "infection can occur in the immediate post-operative period or years after insertion of the device. In the presence of infection or contamination, removal of the device is indicated." Device labeling addresses the reported event of obstruction as follows: "obstruction of stomas has been reported as both an early and a late complication of this procedure. This can be caused by edema, food, improper initial calibration, band slippage, pouch torsion, or patient non-compliance regarding choice and chewing of food." Device labeling addresses the reported event of nausea as follows: "nausea and vomiting may also be symptoms of stoma obstruction or a band/stomach slippage. Frequent, severe vomiting can result in pouch dilatation, stomach slippage or esophageal dilatation. Deflation of the bandis immediately indicated in all of these situations. Deflation of the band may alleviate excessively rapid weight loss and nausea and vomiting, or re-operation to reposition or remove the device may be required." Device labeling addresses the reported event of inflammation as follows: "contraindications the lap-band system is contraindicated in: patients with inflammatory diseases of the gastrointestinal tract, including severe intractable esophagitis, gastric ulceration, duodenal ulceration, or specific inflammation such as crohn's disease. Device labeling addresses the possible outcome of dysphagia as follows: "ulceration, gastritis, gastroesophageal reflux, heartburn, gas bloat, dysphagia, dehydration, constipation and weight regain have been reported after gastric restriction procedures."